Event description:
It was reported that the right ventricular lead impedance was high. A chest x-ray "did not show anything." The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 559445 lead, implanted (B)(6) 2006. (B)(4).